Event description:
The distributor reported that a hole was identified in the pouch of the device during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device found that the pouch had been torn. The tear appeared to have been caused by an external object that punctured the pouch and caused it to partially tear back. Merit is unable to determine where in the mfg or shipping process the tear occurred.